Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer¿s allegation was not confirmed. In addition, evaluation found the following: the adhesive on bending section cover had a chip; the bending section cannot be fixed firmly, due to damage on the front-end lever; there were scratches on the control unit, grip, up/down plate, right/left plate, switch #1, angulation lever, light guide connector, light guide cover glass, video connector case, and video connector; the universal cord and switch #1 had discoloration. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during preparation for use of an unspecified therapeutic procedure, the videoscope image blacked out. The procedure was completed using a similar device with no delay. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the phenomenon was not established as the reported event of ¿no image¿ was not reproduced during evaluation. However, it is possible the following contributed to the reported event: the appearance checks of the endoscope revealed damage such as a scratch and chipping on a-rubber glue of the bending section. Mechanical stress such as bumping and dropping was applied to the electrical circuit in the image sensor in the image sensor unit which was embedded in the distal end of the endoscope, which temporarily caused the electrical connecting status poor. Then, it exercised a negative impact on image signal output to be unstable. The video connector was connected while the foreign material adhered to the contacts of the video connector or the contacts of the video system center side, which resulted in temporary connection failure. Sporadic overcurrent such as static electricity exercised an impact on the subject device. Moreover, overcurrent may occur due to connection/disconnection of the video connector while the system was powered on, leakage current form other devices and electrical wirings, and adhesion of dust and moisture to the electrical contacts of the video system center and the video connector. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¦ inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.